Manufacturer narrative:
Customer returned two meters; freestyle flash. Per second meter, internal memory log multiple error 3 messages were identified as having occurred in 2007. There is no further use recorded after that day. Product testing on the meter did not confirm the complaint. All results were within the range specification and no errors were observed during control solution testing. For the first meter, the customer began using the meter on the same day and continued to use this meter through fifteen days later. There were no error 3 messages identified that occurred during usage. There is no further use recorded after that day. During product testing, an error 3 was observed upon strip insertion. Further testing identified the capacitor installed on the circuit board was causing the error 3 to occur. After replacing the capacitor with a new capacitor, meter powered on properly, and there were no errors observed. Control solution tests were successful and results were within range. Based on the internal memory logs for both meters, neither meter was being used during the reported date of the complaint approx four months later.

Event description:
Customer reported receiving an error 3 in her freestyle flash blood glucose monitor when a test strip was inserted. Customer reported not being able to monitor her sugar levels and experienced heart problems. The customer then reported that while at work she began to feel chest pains, and that her blood glucose felt high. She then went to the hospital, where an unspecified surgery on her heart was performed.